Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery cap was not returned with product, a test battery cap was used to verify steps. The keypad cover was peeling off. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. All of the buttons responded intermittently. The keypad cover was removed and contamination was found under all button contacts. The down button contact is damaged and does not spring back up after depressing. The display is dim/fading/reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.